Event description:
During an IV injection the tech stopped the injection when he noticed that the catheter had broken away from the hub. He was able to remove the catheter without harm to the patient.